Event description:
It was reported that our customer had a 3rd party repair on the dur-8, while being used, it lost its bending section cover in a patient this past spring.

Manufacturer narrative:
Unable to evaluate the reported device as it was not returned. However, the bending section cover falling off may be a result of physical or impact damage. Additionally, their cause is most likely a result of unauthorized repairs of the endoscope as this facility uses an unauthorized service facility. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.